Event description:
Procedure type: pancreas. According to the reporter: the staple was not well formed after firing during the pancreatectomy procedure. Laparotomy and suture was adopted to complete the surgery. Current condition: normal. The case was extended by more than 30 minutes.

Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on (B)(4) 2012.